Manufacturer narrative:
No patient injury reported. In this case, as a consequence of a communication timeout alarm, a general safe state was generated. In case of "general safe state" during treatment, the phoenix machine is designed to implement safety measures in order to prevent potential injuries to the pt. Moreover, the manual disconnection of the pt with blood restitution can be performed, as described in the phoenix operator's manual, section 5.a: "special procedures", as also reported by the customer; so, there is no risk of pt's blood loss. A gambro technical services (gts) inspected the machine and found original power supply voltages were in specifications. As a proactive action, he replaced the power supply.